Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device location of device : wall of uterus') and pregnancy with contraceptive device ('pregnant/pregnancy (termination)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included preterm labor on (B)(6), hernia repair in 2003, pelvic adhesions in 2003, death of child in (B)(6), miscarriage in (B)(6), d & c in 1999, multi gravida, parity 6 ((B)(6) 1998, (B)(6) 2000, (B)(6) 2002, (B)(6) 2006, (B)(6) 2008, (B)(6) 2010) and haemorrhage in pregnancy ((B)(6) 2002, (B)(6) 2006, (B)(6) 2008, (B)(6) 2010). Previously administered products included for an unreported indication: depoprovera. Concurrent conditions included post coital bleeding. Family history included endometriosis (sister). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device location of device : wall of uterus"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), mood altered ("mood changes") and irritability ("became moody and cranky"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower left abdomen pain") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2011, unilateral salpingectomy). At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, mood altered, irritability, abdominal pain lower and back pain outcome was unknown, the pelvic pain and abdominal pain had not resolved and the vaginal haemorrhage and menorrhagia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, irritability, menorrhagia, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2010 now it is reported as (B)(6) 2010. Discrepancy noted for lab data previously reported hysterosalpingogram now it is reported as she did not undergo essure confirmation test. Ostia very lateral. Able to place r- 5 coil l ostia very difficult to see- place in area appear of ostia 5 coils out. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: coils properly placed. Pregnancy test urine - on (B)(6): (B)(6). Ultrasound scan - on (B)(6): (B)(6) pregnancy. Single inp 8 weeks hr 163 bpm; on (B)(6) 2011: the coils were in placed. Became pregnant in (B)(6). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal haemorrhage, pregnancy, termination of pregnancy, left lower quadrant pain, dyspareunia. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information, medical history, historical drug , concomitant drug, lab data added. This case become incident. Event : mood disorder, menorrhagia, vaginal hemorrhage,malposition of essure device location of device : wall of uterus, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, mood changes, became moody and cranky, lower left abdomen pain, back pain were added. Outcome of the event abnormal bleeding updated. Outcome of the pregnancy updated. Event verbatim were updated as pregnant/pregnancy (termination). Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.